Manufacturer narrative:
A lot number was not provided and no product was returned for evaluation therefore no investigation or device history review (DHR) was possible.

Event description:
A report was received on march 13, 2017 of a patient in the intensive care unit where a piece of the male luer of the cartridge broke in the patient¿s catheter. The piece was retrieved successfully and there was no adverse impact to the patient.